Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in air path. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, section b5 was incorrect. The correct statement for section b5 should be as below. "The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging tears in lungs, spitting up blood, lump in throat, difficulty breathing, nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete" in h6 section incorrect code was mentioned for nasal irritation which has been corrected and new codes have been updated in this report. In e1 section patient phone number was incorrectly mentioned which has been corrected. In previous report in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging an issue related to a CPAP device's sound abatement foam. The patient alleged tears in lungs, spitting up blood, lump in throat, difficulty breathing, nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. A hairlike substance was observed inside the bottom enclosure. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress was observed on the blower, blower box, p4 power connector. . A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam.